Event description:
In 2005, pt presented with an eye infection and was diagnosed with subepithelial infiltrates 1x 1/2 mm with staining, od. Pt was treated with vigamox and pred forte. The condition deteriorated to a persistent epithelial defect and stromal scarring. With continued treatment recovery was complete. The scars were 100 % healed. Approximately 3 weeks later, pt was diagnosed with keratitis ou and referred to an ophthalmologist. Cl wear was discontinued. Sle findings revealed several infiltrates surrounded by stromal edema, trace cells and flare and ciliary flush od. Pt was diagnosed with a keratitis of possibly bacterial or fungal etiology with secondary iritis. Hsk was considered as differential diagnosis. Zymar was prescribed. No follow-up info available.